Manufacturer narrative:
Device evaluation: the device evaluation of the spsof-5-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0055 which informs the user about the precautions ¿select the cook stent introducer system (if not included) in the appropriate french size.¿ and the notes ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). As per the available information, the incorrect wire guide was used with the replacement spsof device to finish the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may resulted in the issue reported. The user has not complied with the requirements of the IFU and/or label. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA-00022 (B)(4) addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may resulted in the issue reported. The user has not complied with the requirements of the IFU and/or label.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 12-aug-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse inserted the stent, the stent was kink. So, he used another spsof. 1. What was the target location for the stent? P-duct 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage cabinet (shaded area) 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Visglide2 0.025 450cm. 4. Was the wire guide lubricated prior to use? Yes. 5. Was the wire guide inspected for damage prior to use? No. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? No. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. 10. If not with device in question, how was the procedure completed. Please confirm if same wire-guide and endoscope was used with replacement device. He used another spsof and same g/w. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v 4.2mm. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 13. Was resistance encountered when advancing the wire guide to the target location? N/a problem with stent installation. 14. Was resistance encountered when advancing the introduction system in place to the target location? N/a problem with stent installation. 15. How did the physician determine the length of the stent to be used for the procedure? Decide by looking at the flouro screen. 16. Where was the stricture located in the duct? P-duct but this problem with stent installation. 17. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) No. 18. Was resistance encountered when advancing the stent through the obstructed area? N/a. 19. After placement, was stent position verified? N/a. 20. Please estimate the amount of time the stent was in place prior to this occurrence. N/a. 21. Did any section of the device detach inside the endoscope or patient? No. ¿ please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. ¿ was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 22. Were any modifications made to the complaint device or accessories used with the device in this procedure? No. ¿ please indicate why the modifications were necessary.